Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the clip fell from the applier. The clip applier was not saved. There was no pt consequence.